Event description:
A customer reported an issue with their pump, which triggered an altitude alarm. They did not provide specific blood glucose information, but there was no indication of an adverse impact on blood glucose levels. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and wait to see if the problem was resolved. Despite these efforts, the alarm recurred, and the customer was asked to load a new cartridge. The alarm persisted initially, but eventually, after further cleaning of the speaker holes, the issue was resolved.